Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I toxo igg reagent lot 64052be00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Clinical sensitivity of the alinity I toxo igg assay has been evaluated with a retained in-house kit of the same lot# 64052be00 and met all specifications, confirming that this lot is meeting the alinity I toxo igg product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I toxo igg kit (lot# 64052be00).

Event description:
The customer reported a falsely decreased alinity I toxo igg result on a patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 0.2 iu/ml (no toxo avidity test performed on the initial sample), repeated on another alinity on (B)(6)2024 = 67.9 iu/ml, toxo avidity = 78.9%. Previous toxo-g result on (B)(6) 2024 = 70.60 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list number 7p45-45 with 510k/PMA/bla number k210596.

Event description:
The customer reported a falsely decreased alinity I toxo igg result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 0.2 iu/ml (no toxo avidity test performed on the initial sample), repeated on another alinity on (B)(6) 2024 = 67.9 iu/ml, toxo avidity = 78.9% previous toxo-g result on (B)(6) 2024 = 70.60 iu/ml no impact to patient management was reported.